Manufacturer narrative:
Final device analysis results reveal all four (4) lead conductor wires are broken; two fractures were detected in each conductor located 17.0-cm and 17.5-cm from the distal tip. Results of visual exam show both the distal tip and proximal connector ends are intact and undamaged. The device outer insulation material is intact. Product service life at explant was six months. Investigation summary shows reduced device performance occurred and was related to the reported event.

Event description:
The product was returned to the MFR for analysis stating lead revision due to intermittent therapy delivery, or no pain stimulation therapy received due to suspected lead fracture. The MFR's rep reported that at follow-up, high impedance readings were detected and the unit was retrieved in 2007 after six months implant duration. The device was replaced with good pt outcome reported by the rep. See MFR report 6000153-2007-01004.